Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation (fallopian tube )"), genital haemorrhage ("heavy abnormal bleeding") and haematochezia ("blood in stool") in a 39-year-old female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena, paxil, prenatal vitamin oral and zithromax. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus on left side"), migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhoea"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: couldn't focus eyes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problem") and fatigue ("fatigue"). On an unknown date, the patient experienced haematochezia (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and nausea ("nausea"). The patient was treated with norethisterone (norethindrone), surgery ((B)(6)2017, hysterectomy with bilateral salpingectomy) and surgery ((B)(6)2017, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, genital haemorrhage, haematochezia, device expulsion, vulvovaginal pain, abdominal pain, abdominal pain lower, migraine, headache, dysmenorrhoea, allergy to metals, nausea, vision blurred, dyspareunia, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, haematochezia, headache, migraine, nausea, pelvic pain, tooth disorder, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: if she had essure removal most, if not all symptoms decreased diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: unilateral occlusion (left tube occluded) most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event " migraine, headache, dysmenorrhea, allergy to metals, nausea, vision/eye problems type: couldn't focus eyes, dyspareunia, tooth disorder, perforation (fallopian tube(s)),, fatigue, migration of essure device location of device: uterus on left side, blood in stool were added. Treatment and historical drugs were added. Lab data added. Lot number added. Patient and product information added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation (fallopian tube )/ perforation of essure on right tube/ contrast extension was n ted within the right fallopian tube and there was some slight spillage into the right hemipelvis"), uterine perforation ("migration of essure device location of device: uterus on left side/ uterine perforation of right essure through the tube and adhered to the omentum/ the right-sided essure device appear to be in an unusual"), genital haemorrhage ("heavy abnormal bleeding") and haematochezia ("blood in stool") in a 39-year-old female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena, paxil, prenatal vitamin oral and zithromax. On(B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhoea"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: couldn't focus eyes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problem") and fatigue ("fatigue"). On an unknown date, the patient experienced haematochezia (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and nausea ("nausea"). The patient was treated with norethisterone (norethindrone), surgery (B)(6)2017, hysterectomy with bilateral salpingectomy, possible right oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, genital haemorrhage, haematochezia, vulvovaginal pain, abdominal pain, abdominal pain lower, migraine, headache, dysmenorrhoea, allergy to metals, nausea, vision blurred, dyspareunia, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, haematochezia, headache, migraine, nausea, pelvic pain, tooth disorder, uterine perforation, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: if she had essure removal most, if not all symptoms decreased. The number of expanded coils that appeared trailing into the uterine cavity was 4 from the left tube. The number of expanded coils that appeared trailing into the uterine cavity was 5 from the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: unilateral occlusion (left tube occluded) on (B)(6)2017: source of tissue (verified) uterus, cervix, bilateral tubes with bilateral essure coils, perforation right tube by essure coil preoperative: dysmenorrhea, pelvic pain. Postop: same with perforation of essure on right tube. Diagnosis (verified) uterus, hysterectomy: - cervix negative for dysplasia. - late proliferative/early secretory endometrium, negative for hyperplasia or atypia. Fallopian tube, right, salpingectomy: - fallopian tube with benign paratubal cyst. - essure coil with perforation of fallopian tube. Fallopian tube, left, salpingectomy: - fallopian tube with benign paratubal cyst. (B)(6)2015: (hysterosalpingogram) hsg follow up essure findings : impression: right-sided essure device appeared to be outside of t e expected right-sided fallopian tube. Contrast extension was noted within the right fallopian tube and there was some slight spillage in the right hemipelvis. Right fallopian tube appeared to remain patent.left-sided essure device appears to be in excellent location quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: medical record received : pt was updated for the event "migration of essure device" location of device: uterus on left side to "uterine perforation" as per mr. Event "perforation (fallopian tube ) / perforation of essure on right tube" was clubbed with the event "contrast extension was tend within the right fallopian tube and there was some slight spillage into the right hemipelvis". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation (fallopian tube )"), genital haemorrhage ("heavy abnormal bleeding") and haematochezia ("blood in stool") in a 39-year-old female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena, paxil, prenatal vitamin oral and zithromax. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus on left side"), migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhoea"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: couldn't focus eyes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problem") and fatigue ("fatigue"). On an unknown date, the patient experienced haematochezia (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and nausea ("nausea"). The patient was treated with norethisterone (norethindrone), surgery (on (B)(6) 2017, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, genital haemorrhage, haematochezia, device expulsion, vulvovaginal pain, abdominal pain, abdominal pain lower, migraine, headache, dysmenorrhoea, allergy to metals, nausea, vision blurred, dyspareunia, tooth disorder and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, haematochezia, headache, migraine, nausea, pelvic pain, tooth disorder, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: if she had essure removal most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.